Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital, (B)(6) 2018. Handle not holding on to punch properly. Had to open a new set to use a different one. No adverse effect. 3 minute delay.

Manufacturer narrative:
Investigation summary: the device associated with the reported event was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.